Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on april 15, 2019. It was reported that the ins was still not staying charged as long and didn't seem to be as effective as it used to be. It was noted this was a gradual loss of therapeutic effect. They had contacted the doctor, who redirected them to contact a manufacturer representative (rep). Patient services sent an email to the field to request an appointment be set up to check the patient's device to see if it was working properly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) seemed to be draining faster than it used to and had to be charged more frequently. The caller was wondering if the ins battery needed to be adjusted or reprogrammed to help with this or if the battery needed to be replaced. It was reported that the implant had occurred 6-7 years ago. The caller was redirected to a health care provider (hcp) to discuss the charging issue that had started about 3 months ago. Therapy was not working as well as it used to for the patient's pain. This also started about 3 months ago. A representative was texted about the therapy issue. No further complications were reported.